Manufacturer narrative:
Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.

Event description:
A police officer attended to a person diagnosed as unconscious, pulseless and apneic. An attempt was made to use the device to analyze the pt's electrocardiogram: the device allegedly displayed a continuous connect electrodes message and use of the device was inhibited. Basic life support was administered to the pt until paramedics arrived. When the paramedics arrived the pt had regained a pulse. The pt survived the reported event.